Event description:
Apifix notify on "curve progression in this patient and not understanding the root cause."

Manufacturer narrative:
Investigation: production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. Company investigation based on x-ray and data from the surgeon: the patient's x-rays demonstrate that the lower screw pulled out. A proper pedicle screw chosen by the surgeon (the longest and thickest screw) is common practice in order to gain a superior grip of the screw in the pedicle. Apifix emphasizes optimizing the correct screw size selection during its surgeons training dms 3113 rev I. Per the surgical technical dms-5449 rev g "preoperative planning using x-ray guidance (plain films or CT scan) is important for determining the location of the screws, implant size, and the pedicle screw length and diameter." In the present case, a 6.5x35mm screw was used which was not sufficient and as already seen in the 6 weeks x-ray the screw was pulled out of the t12 vertebra. Risk assessment: the current device screw pulls out rate due to any reason is 2.02% and is in line with the rate reported in the literature for this type of complication as described in the company's clinical evaluation report (loss of fixation to bone or connection between implants: (0.4-4.7%) (cer dms-727 rev u). The risk of the screw pull out has been assessed and found to be acceptable (dms#777 rev q1).

Manufacturer narrative:
On 14-nov-2022 apifix was notified that the patient's underwent a revision surgery in which the device was explanted and the patient was revised to fusion; the surgery reportedly 'went extremely smoothly'.